Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and found the device would not power on with either ac or dc power. Physio-control replaced the power pcb to resolve the issue. After observing proper device operation through functional and performance testing, the device performed as intended. Further evaluation of the removed power pcb identified damaged component c58 as the root cause of the reported issue. The device was scrapped.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation by stryker, it was noted that the device was not powering on with either ac or dc power.